Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not functioning properly. The patient underwent a surgical procedure to explant the ipp, and it was found that the tube connecting the pump to the left cylinder was cracked. A new ipp pump was implanted. No patient complications were reported.

Manufacturer narrative:
Updated d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier, and h6 device codes. Based on the information available, the product analysis of the inflatable penile prosthesis (ipp) could not confirm the reported hole in the device. The product analysis included visual inspection, microscopic evaluation, and leak testing of the (ms) momentary squeeze pump. The kink resistant tubing (krt) was identified to be cut down to the block, but the tubing was not returned for analysis. The pump was contaminated, so functional testing could not be performed. The cylinders were also not returned for testing. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The labelling review and risk review did not find any evidence that the device was handled improperly and indicated that the reported clinical observation is included as a harm in the instructions for use. Based on analysis results, the most probable cause for the event could not be determined as the analysis did not identify a potential product issue. The cause of the reported allegations could not be established.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not functioning properly. The patient underwent a surgical procedure to explant the ipp, and it was found that the tube connecting the pump to the left cylinder was cracked. A new ipp pump was implanted. No patient complications were reported.